Manufacturer narrative:
Pressure transducer test during pre-use check was reported failing. A service engineer confirmed the issue and found indications of liquid on some printed circuit boards (pcbs). The expiratory channel connector pcb, expiratory channel pcb, pressure transducer pcb and inspiratory pipe were changed. The unit passed all functional tests and was cleared for clinical use. Pictures of the faulty pcbs and log files were sent back for further investigation. The logs confirmed the reported issue starting at 2020-11-28. Last time pre-use check passed was at same day. Inspection of the returned images of the faulty pcbs found corrosion/liquid spill problem. The pcb were not returned and could therefore not be further investigated, but ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. (There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.).

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).